Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complications post-op. This case is from health authority. It was reported that on (B)(6) 2009, right total hip arthroplasty was performed for osteonecrosis of the femoral head in our hospital, and the postoperative recovery was good. The patient felt right hip painful, claudication, difficulty in weight bearing, decreased mobility of physical examination, local tenderness for 3 years. Took the x-ray on (B)(6) 2016 and it showed osteoporosis around the acetabular prosthesis and around the femoral stem. Revision hip arthroplasty was performed after examination of elevated co-cr ion concentration in blood and urine.